Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that customer had 10 occurrences with the unspecified bd ultra fine nano pen needles experiencing needle clogging. The following information was provided by the initial reporter: it was reported by the consumer that when taking injection no insulin flows. Also stated non patient end is missing prior to injection. Stated, she discarded the box, stated, when taking injection, no insulin flows stated, non patient end is missing prior to injection. Stated, does prime before injection.